Manufacturer narrative:
Device analysis: returned product consisted of an eluvia self-expanding stent system with a 0.035 hydrophilic guidewire stuck inside the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was opened, and the proximal inner was buckled. Microscopic examination revealed no additional damages. The stent appeared to have been deployed and did not return for analysis. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis suggested the condition of the device was not consistent with difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device could not cross the lesion. An eluvia EU, 6x120, 130 cm was selected for use in the percutaneous transluminal angioplasty procedure. The target lesion was located in the superficial femoral artery and was reported to have severe calcification and tortuosity. The eluvia delivery system was advanced to the target lesion but was unable to cross the target lesion. Use of the eluvia was discontinued, and a ranger dcb was used to complete the procedure. There were no reported patient complications. However, device analysis revealed the stent partially deployed.